Event description:
It was reported that the leads migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.